Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient receiving gablofen [500 mcg/ml] at a rate of 50 mcg/ml via intrathecal drug delivery pump for intractable spasticity. It was reported that the physician was concerned that there was a cerebrospinal fluid (sf) leak post-op. Surgery was performed to put tisseel on the old catheter insertion site to close the previous hole and replaced the spinal segment only. The issue was reported as resolved.